Manufacturer narrative:
Date sent to the FDA: 11/11/2009. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a removal of skin lesions on the chest and cheek in 2009, and topical skin adhesive was applied. Three days later, the patient called the nurse practitioner to report bumps at the cheek incision. At about three days later, the nurse practitioner removed the topical skin adhesive using vaseline. The patient's cheek had white raised bumps along the incision line. This area measured approximately 1 1/2 cm from the incision line. The area had been prepped with betadine and washed with saline. In the next day, the patient stated that the bumps started leaking a clear fluid and there was an amber crust surrounding the area. The patient admitted to picking at the area. The patient was advised by the nurse practitioner to take benadryl.